Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, eprd reported 22 new complications for profemur® neck p first revision (5, fractures, 2 aseptic loosening, 14 dislocation and 1 other failure). No further information was reported this incident is capturing 14 dislocations.

Event description:
Allegedly, eprd reported 22 new complications for profemur® neck p first revision (5, fractures, 2 aseptic loosening, 14 dislocation and 1 other failure). No further information was reported this incident is capturing 14 dislocations.